Event description:
During a sigmoid colon resection, the stapling devices listed previously were used at the anastamosis. Each stapling device was used for the intended purpose as recommended by the manufacturer. All staples fired appropriately. To the knowledge of the surgical team at hte time, the instuments did not malfunction. The patient subsequently became septic and expired. The issue of possible stapler malfunction was raised and investigated. Autopsy showed a smal defect adjacent to the suture line; the suture line however, was intact. At this point it was agreed there had been no stapler malfunction. Later, however, it was questioned if the front of the stpler might have applied undue tension to the colon during the stapling process possibly causing perforation of the colon. Because no conclusive determination could be reached, we are reporting this incidnet as a possible operator errordevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided, other. The device was destroyed/disposed of.